Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-01168. It was reported that during and ipg replacement on (B)(6) 2022, (related manufacturer reference number 3006705815-2022-01167) system diagnostics recorded high impedances on the left lead. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively. It¿s unknown which lead recorded high impedance, and both are being reported.